Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used for a liver radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, the user unpacked the leveen needle electrode and there was no visible damage to the packaging; however, it was discovered that the cannula was not straight. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device confirmed the reported event, as the needle was found to be slightly bent. A functional evaluation was performed; the array was able to be extracted and retracted as intended. There was no damage to the tines, or any anomalies with the device. It is likely that procedural fractures encountered during the procedure, including the handling of the device could have potentially contributed to the bent needle. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
(B)(4) for the reported event of electrode cannula bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was intended to be used for a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the user unpacked the leveen needle electrode and there was no visible damage to the packaging; however, it was discovered that the cannula was not straight. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.